Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a recurrent peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event (exact duration of hospitalization was unknown). The patient was treated with unspecified antibiotics (intraperitoneally, dose and frequency were not reported) until the pd catheter was removed. After removal of pd catheter, antibiotics were administered via intravenous route (dose and rate of administration were unknown). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.